Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering log review for the date of the event showed that insulin delivery requests and cgm alerts occurred as expected, including multiple low bg alarms which were acknowledged. No device malfunction was observed. The cause of the user's hypoglycemia is indeterminate.

Event description:
On (B)(6) 2025, the user reported a low blood glucose (bg) event on 21-may-2025 while using the ilet. The user became unresponsive, and emergency medical services (ems) administered glucose. The user refused transport to the hospital and recovered at home. The ilet remained in use following the event.